Event description:
Consumer alleges that rear tire fell off scooter. Global medical inspected scooter, one wheel had fallen off and the second wheel was loose and had to be tightened up.no injury is alleged.